Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 13 years post implantation due to implant fracture. Trilogy liner was removed and exchanged for another. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed with pictures provided. Visual inspection of the provided pictures confirms the liner was cracked along the rim. The product was not returned for a physical inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. It was reported that a zimmer biomet cup and liner were used in a construct with a competitor stem. This is considered off label use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.